Event description:
It was reported that the procedure was to treat a heavily tortuous, moderately calcified lesion in the proximal left circumflex artery. After a 3.0 x 8 mm rx trek balloon failed to cross, a doc extension was attached to the pilot 50 guide wire and a 3.0 x 8 mm otw trek balloon catheter was advanced; however, the catheter stuck on the hypotube connection of the doc. When the catheter was removed, it pulled the doc extension apart from the guide wire; therefore both the catheter and doc were removed together. The trek never entered the patient. A new doc extension was attached and attempts were made to advance 2 xience v stents, but both were unable to cross the lesion. A non-abbott stent was used to successfully treat the lesion. There was no clinically significant delay in procedure and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to the inability to advance/retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. Additionally, inner member collapse can be a result of a material discrepancy, incorrect preparation for use, guide wire size selection, or high pressure/multiple inflations. To ensure this is not the result of product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. The device was not returned for analysis therefore a conclusive cause could not be determined for the reported difficulties. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint handling database was performed and revealed no similar incidents reported for this lot. Based on this investigation, there is no indication of a product quality deficiency.